Manufacturer narrative:
One ensite x display workstation (dws) z4 was received for evaluation. The reported event was able to be duplicated by communication attempts. Based on the investigation, and information provided to abbott, the reported event was able to be confirmed, however the root cause remains undetermined (hardware or software); though contained within this device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the atrial fibrillation procedure, communication issues resulted in the procedure being cancelled. After the ensite dws was physically connected to the hospital network cable but the amplifier would not connect. The cable was disconnected, both the amplifier and dws were rebooted, and the fiber optic cable was replaced, all without resolving the issue. The anatomical mapping and ablation could not be performed and the procedure was cancelled. There were no adverse patient consequences resulting from the cancellation. The procedure has not yet been rescheduled at this time.